Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an autocart surgery the filter broken off when turned on outside the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged abs-10080, batch 4003137578, was received for investigation. Only a cap and a square part were received for evaluation. Upon visual inspection, it was noted that the small cap was detached/broken off the square filter. Functional testing was not performed as the device is broken. The reported failure is most likely due to user error, specifically from applying excessive tightening forces.